Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade I and rupture. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture/capsular contracture was received on nov 15, 2024 with lot number 2553759. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening device assessed as fold flaw. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade I and rupture. Healthcare professional later reported rupture. Device has been explanted.